Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor electrode broken and missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor fractured while in the body. Customer reports the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.